Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they were unable to deploy the involved angio-seal device. The anchor was set however the doctor was unable to deploy the collagen sponge as it remained stuck in the insertion sheath. There was no patient harm.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, to provide the completed investigation results and to report that this reported event has been reassessed and deemed not reportable based upon the additional information provided in section b5. The complaint could not be confirmed since the sample was not available for evaluation. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Additional information was (B)(6) 2024: an angiogram was performed prior to using a closure device with a 9f procedure sheath. No difficulties were encountered during arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was conducted, and no issues arose during the device insertion. Hemostasis was achieved using another angio-seal. The estimated blood loss was none, the patient remained stable, and no disease was present in the access site artery. No concomitant medical products were used with the angio-seal.